Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was returned. Visual inspection using magnification was performed to the returned sample: the plunger and pushrod were observed in advanced position. The pushrod was observed that overrides the lens in the cartridge. Residues of viscoelastic material was observed on cartridge. The cartridge tip was observed deformed. The lens was also observed stuck in cartridge. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. There was not reported an specific failure only that the device failed, however, there it was observed the lens stuck in cartridge. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The search revealed that no additional investigations were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was initially reported that preloaded intraocular lens failed. This was observed during handling prior to insertion. Evaluation of the returned device found that the tip of the device was deformed. No further information provided.